Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center exhibited no video or composite image output due to printed circuit board failure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 3002808148 2024 09466 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.